Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an attitude alarm occurred while the customer was disconnected from the pump. Customer's blood glucose ranged from 199 mg/dl to 289 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.